Event description:
It was reported that during an unknown procedure, the clips were malformed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. The device is not available for return.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.